Manufacturer narrative:
Unit passed self test and displacement test. Pump error software error found in the pump history (line number=61937 and file number=62961). Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected. Customer's blood glucose level was 142 mg/dl. Customer was able to clear the alarm. Customer reported that cannula into air was bolus seen in daily history, table indicate that insulin pump should be replaced. The insulin pump will be returned for analysis.